Manufacturer narrative:
Product complaint (B)(4) corrected information: d 4. Primary UDI number additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Please clarify was the issue related to the pre-filled syringe or the dual applicator? 5. Was any leakage or product solution observed at the luer locks connection? 6. Were there any unexpected outcomes or complications as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and a fibrin sealant preparation device was used. After the luer lock is turned open, there is a height difference, and the white connector cannot be stuck, so the leader takes a new set and uses it. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - pending evaluation of returned device. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No. Was a sales representative present during the case when the issue was experienced? No. Was any leakage or product solution observed at the luer locks connection? Yes. Were there any unexpected outcomes or complications as a result of the event? No. The following information was requested, but unavailable: how many times have they applied the laparoscopic tip? Please clarify was the issue related to the pre-filled syringe or the dual applicator? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h3. Device evaluated by manufacturer? Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with the syringe luer caps and with the pre-filled syringe of fibrinogen partially out of position. In addition, the secondary box and the packaging opened were returned along with the syringe holder. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device the adapter could not be attached due to the syringe of fibrinogen partially out of position. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Lnstituto grifols, s.a. (Ig) according to their standard procedures, it was initiated an investigation focused on the following: 1) details observed from the images received regarding the affected unit: some pictures were received of the involved unit. In figure 1, it could be observed that the syringe of the fibrinogen component was not aligned with the thrombin syringe inside the device holder and it is placed in a more advanced position. Due to the misposition of the syringes, the top side of fibrinogen component protrudes from the holder, which prevents the dual applicator from being attached to the syringe holder. 2) investigation of the packaging process of the related batch: the veraseal assembling process of the filled syringes into the holder was as followed: firstly, once both syringe components (fibrinogen and thrombin) were inspected and labelled, they were transferred to the assembling line, where packaging personnel placed manually the lower part of the syringe holder in the corresponding bracket. Then, packaging personnel placed both syringes inside the holder and the upper part of the holder on the unit. Subsequently, the unit passed through a press where the holder is clipped. Finally, when the kits are assembled, the retainer is manually placed, holding the two plungers in an aligned position. The holder features a groove at the bottom designed for placing the syringes . Even so, it was possible to manually place the syringe above the groove and clip the holder without detecting the misplacing. To continue with, the retention samples were reviewed and found in conformance with no anomalies identified. After the investigation conducted, it was confirmed that the position of the fibrinogen syringe on the holder was incorrect. The most likely root cause is thought to be related to a misplacing of the syringes during the manually assembling of the syringe holder. Please be informed that to prevent the possibility of this issue from reoccurring, corrective actions are being evaluated. Firstly, the packaging procedures will be updated to include an instruction to verify the proper placement of the syringes in the holder when manually placing the upper part of the holder. In addition to this, a new design of the holder is being assessed to prevent the syringes from being misplaced during the assembly process. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.